Event description:
The customer reported to olympus, the light source does not switch on due to water ingress. The issue was found before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable event was found during the device evaluation: poor appearance of chassis. Based on the results of the investigation, the probable cause that the power supply function did not work properly due to the water leakage in the power supply unit. Olympus will continue to monitor field performance for this device.